Event description:
The manufacturer received information a trilogy 100 ventilator was returned to the manufacturer's service center for evaluation for return to stock recertification. On evaluation, a quality issue was found. There was no harm or injury reported. On evaluation, the device was unable to have complete pre-evaluation / evaluation completed due to an issue with the display screen requiring replacement. Additional findings not related to the reported malfunction/issue: the rubber feet were missing and required replacement, the rear enclosure had physical damage with gap in between the enclosures, the handle was cracked and required replacement, and tobacco contamination was noted in the device. The device was not needed for inventory and was scrapped without repair.